Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported difficulty charging the implanted device; they stated that it is hard to charge the implant. Caller stated that if they move even a half inch it starts beeping again and they have to keep sitting still for a long time. Caller added that they can't move at all and it just keeps beeping and saying it's not connected. Caller reported it has progressively gotten worse over time. Agent asked caller if they are using the belt and caller stated they just use a different "wrap" to keep it in place. Caller was currently charging the ins and didn't want to stop the charge session; will call back when they have time to troubleshoot. Other: caller reported charge frequency issue; they are having to charge every 3 days now and they only have it at a "very low power level." Other: agent attempted to collect serial number of the recharger but caller did not want to move the device as they were currently charging and have to put it into MRI mode. Caller mentioned the battery door is not on the controller because it wont stay closed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient who reported they go to charge ins the controller goes way down in charge so they had to stop and recharge the controller, when recharging the controller the ins battery would go way down. The patient could never get the controller or ins to charge past 70% charge. They would get messages to try again, they could not move an inch without it beeping so they had to sit still. Patient noted they got a new rtm a couple times. During call patient verified no damage to the controller charging port or to the rtm. Patient reset the controller and when they attempted to recharge the ins they got recharging excellent. The controller was at 90% and the ins was at 30% charge. Patient's controller depleted to 80% while ins was at 30%. Patient was told to continue recharging ins and call back if issues persisted.